Manufacturer narrative:
(B)(4). Date sent: 12/22/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: the site has updated irregular or missing staple line or malformed or irregular shaped staples. Please see the details below on the endocutter firing.

Event description:
It was reported that during via clinical trial patient (B)(6) experience, unknown. Relationship to study device: unknown.

Manufacturer narrative:
(B)(4). Date sent: 3/1/2024. Relationship to study device: not related. Is the adverse event serious? : no. Reported from study: low blood pressure, post op pain, pleural effusion, right apical pneumothorax.

Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information received: drug therapy: no - yes. None: yes - no.

Manufacturer narrative:
(B)(4). Date sent: 10/29/2024. Additional information received: outcome: unknown: not recovered/not resolved end date: 05 dec 2023: blank. Outcome: recovered/resolved without sequelae: not recovered/not resolved.